Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced six occurrences of a damaged battery set alarm. These conditions had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. "This complaint is an ancillary service event opened during investigation of (B)(4)." The cause was determined to be depleted main batteries. "To correct the condition, the main batteries was replaced." If any additional information is received, a follow up MDR will be sent.